Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. In the opinion of the physician, the use of the graftmaster did not cause or contribute to the patient death in any way. The patient's health was declining toward death and the physician reported that cardiac arrest was ultimately the cause of patient death. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other graftmaster mentioned is filed under a different medwatch MFR number.

Event description:
It was reported that patient presented in declining health. During a coronary intervention, a large perforation occurred in the saphenous vein graft (svg). A 4.8x16mm rx graftmaster covered stent was advanced to the perforation and deployed at 15 atmospheres (atm) but was deployed too proximal in the perforation and did not seal the perforation. A 4.0x16mm rx graftmaster, was then advanced and deployed at 15 atm but the perforation failed to seal. At some point post procedure, the patient went into cardiac arrest and died. In the opinion of the physician, the use of the graftmaster stents did not cause or contribute to the patient death in any way. No additional information was provided.